Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system displayed a red call doctor icon. Subsequently, the patient experienced anxiety. A device check was performed, and it was found that this pacemaker system triggered a lead safety switch (lss) due to a high out of range pacing impedance measurement on the right ventricular (rv) lead. The system switched from the bipolar configuration to the unipolar configuration, during which the patient experienced muscle stimulation. Additionally, this pacemaker system exhibited high capture thresholds on the rv lead. It was noted that this system was reprogrammed to optimal settings, and an x-ray was scheduled for further evaluation. No additional adverse patient effects were reported. This pacemaker remains in service.